Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. A visual, dimensional, and functional analysis could not be performed as the stem was not returned. It shows a dark substance in the female tapered trunion hole which can not be evaluated without the return of the actual device. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned to manufacturer.

Event description:
Right hip revision. Reason for revision is painful hip due to suspected corrosion.